Event description:
It was reported that the patient experienced infection that never healed following a new pump and catheter implant; the pump was removed (B)(6) 2011. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the infection was a staphylococcus aureus (staph).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703, lot# j88057725, serial# implanted: (B)(6) 1989, explanted: product typ catheter. (B)(4).